Event description:
It was reported that the ventilator failed internal leakage test with a message 'system volume too small during pre-use check. There was no patient involvement. Manufacturer's ref. #:(B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Device related data quality updates only. A correction of fields # d1 brand name, # d4 version or model # and # d4 unique identifier (UDI) # were required. D1 ¿ brand name - previous brand name: servo-I, corrected brand name: servo-I base unit d4 ¿ version or model # - previous version or model #: servo-I, corrected version or model #: 6487800. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test with a message 'system volume too small' during pre-use check. Identification of issue has been done by analyzing problem description and service report. According to the information provided by the technician, the air gas module and expiratory channel printed circuit board (pcb) were replaced. The issue has been resolved and the device was delivered to the user in working condition. The issue was decided to be reported as a defective gas module may lead to stop of ventilation, low o2 or high pressure and defective expiratory channel pcb may lead to stop of ventilation or high pressure. There was no patient involvement. The root cause to the reported issue has not been determined.